Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: georg rainer, md, rupert menapace, md, oliver findl, md, stefan sacu, md, katja schmid, md, vanessa petternel, md, barbara kiss, md, michael georgopoulos, md" effect of a fixed dorzolamide¿timolol combination on intraocular pressure after small-incision cataract surgery with viscoat" (j cataract refract surg 2003:29 1748¿1752) the manufacturer internal reference number is: (B)(4).

Event description:
A study reported that post operative to a cataract procedure an ophthalmic visco surgical device was involved in a cataract procedure and patients experienced elevated intra ocular pressure (iop) and provided with medication. No further information expected due to the unlikelihood of obtaining the information.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).